Event description:
The healthcare professional reported that during a primary hybrid functional endoscopic sinus surgery (fess) procedure, the navigation function for the straight suction of the 0° trudi nav suction device (tdns000z / s/n: unknown / lot#: unknown) was off ¿by about 2mm.¿ the system was tested with other instruments and it seemed to be navigating accurately. It was traded out with a different straight suction and the issue was resolved for the rest of the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. On 30-dec-2021, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green. There was no error message on the trudi nav monitor for the device. It was reported that the device was plugged in after registration. The patient tracker was not moved and the patient tracker cable was not under tension in relation to the reported event. Computed tomography (CT) image was used as the primary image; 300+ slices are contained in the CT scan. There was no ferromagnetic material placed within the trudi zone. The crosshair did not turn yellow. The emitter pad and the patient did not move. There were no other device shaft in the proximity of the emitter pad¿s transmitter. Based on the additional information received on 30-dec-2021, the accuracy issue was observed when the icon on the trudi system was green, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The device lot number is not available / not reported. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The device manufacture date is not known as the device lot number is not available / not reported. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2022. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a primary hybrid functional endoscopic sinus surgery (fess) procedure, the navigation function for the straight suction of the 0° trudi nav suction device (tdns000z / s/n: unknown / lot#: unknown) was off ¿by about 2mm.¿ the system was tested with other instruments and it seemed to be navigating accurately. It was traded out with a different straight suction and the issue was resolved for the rest of the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. On 30-dec-2021, additional information was received. The information indicated that when the accuracy issue was observed, the icon on the trudi system was green. There was no error message on the trudi nav monitor for the device. It was reported that the device was plugged in after registration. The patient tracker was not moved and the patient tracker cable was not under tension in relation to the reported event. Computed tomography (CT) image was used as the primary image; 300+ slices are contained in the CT scan. There was no ferromagnetic material placed within the trudi zone. The crosshair did not turn yellow. The emitter pad and the patient did not move. There were no other device shaft in the proximity of the emitter pad¿s transmitter. The complaint product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the product was returned to acclarent for evaluation. Acclarent performed visual inspection and functional test on the returned device. Visual analysis of the returned device revealed that trudi suction was returned with no apparent damage. Returned device was tested for electrical functionality and device passed the test. All values were observed within specification. Device was connected to the trudi system, and it was recognized with no errors and indicated that the device was on its 15th use. A cube was registered on the trudi system. The suction complaint device was held in various positions around the cube. Screenshot is an example of one of the positions held. The caliper tool in the trudi planning tab was used. The device was held to the tip was perpendicular and touching a side of the cube. The distance between the crosshair representing the tip location and the cube scan was measured to be 0.9 mm. Complaint of inaccuracy of 2 mm not confirmed during analysis which included cube registration and placement of the complaint device. A review of manufacturing documentation associated with this lot (2105040) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. However, instructions for use states that before use, confirm the trudi¿ nav suction¿s location accuracy by checking the displayed position of the trudi¿ nav suction on several clearly identifiable anatomical structures. The complaint documented that during the primary hybrid fess procedure, the trudi nav suction device was off ¿by about 2mm.¿ additional information received indicated that the icon in the system showed green. Based on the investigation performed on the returned complaint device, the described event could not be confirmed since the device performed without any problem. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.